Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Based on the available information, the hypoglycemic event was attributed to off-label use related to the use of an unapproved insulin in the pod. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced persistent hypoglycemia overnight after applying the pod on the abdomen at approximately 8:00 pm on (B)(6) 2026, with blood glucose (bg) levels in the 40 mg/dl range for an estimated six hours before emergency medical services (ems) were contacted. Reported symptoms included vomiting, foggy thinking, shakiness, and feeling unwell. Despite consuming peanut butter, orange juice, coke, and honey, the patient¿s bg continued to decline, prompting the family to call 911 on (B)(6), 2026. Ems administered glucose packets and transported the patient to the emergency room (ER), where he remained for approximately 5-6 hours. Blood work and additional tests were performed, and the patient was diagnosed with hypoglycemia. Treatment included glucose tablets. Following ER treatment, bg levels stabilized to approximately 170 mg/dl. The patient continued using the same pod during the ER visit and returned home the same day. As the patient was driving back home, bg levels were observed to start declining again to 100 mg/dl. The patient was concerned that the pod was administering too much insulin, so he returned back to the hospital and was in the waiting room for reevaluation at the time of reporting. The pod was removed and deactivated while the patient awaited further medical evaluation. At the time of the event, the omnipod system was operating in automated mode.